Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that black screen, no power to medstation. A field service engineer confirmed that the customer power cycled the device twice, after which the system successfully booted up. The fse remoted into the station, found no issues, and remained connected for observation. The station was confirmed to be fully functional and operational. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, black screen and there was no power to station. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.